Event description:
The pt received his scs system consisting of a paddle lead and an ipg on (B)(6) 2009. It was reported that the physician modified the lead by trimming the sides of the paddle before implanting it. It was reported on (B)(6) 2009, that the pt had lost stimulation about a month after the surgery. The system was explanted on (B)(6) 2009, and the lead was returned for eval. No further info is available.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Lead paddle has been modified along the edges. Lead has compression damage, inner/outer tubing damage and wire damage. Lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.